Event description:
It was reported that the lead integrity alert was triggered for sensing integrity count and impedance out of range. The follow-up information indicated that there was a plan to replace the lead with a new lead, within the next couple of weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a lead integrity alert on (B)(6) 2011 04:54:54. There were also 2 - patient alerts for high impedance, with the rv pace lead z=1032 ohms (B)(6) 2011 03:00:03 and rv pace lead z=1008 ohms (B)(6) 2011 03:00:03. The weekly pace measurement log data shows an abrupt increase for max v.pace= 528 to 1408 ohms peak between (B)(6) 2011 and (B)(6) 2011. There was also sensing - oversensing with 41 - ventricular non-sustained tachycardias <=210 ms average v-cycle between (B)(6) 2011 03:00:04 and (B)(6) 2011 02:42:12.